Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 120 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that a motor stall was seen on the pump interrogation logs. It was noted the patient had recently had an MRI, but it had been more than 2 hours since they left the MRI field. The caller was instructed to continue to interrogate the pump to check for motor stall recovery. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-jan-31. It was reported that the pump stalled at 18:01 on (B)(6) 2019 and recovered at 20:33 on (B)(6) 2019. It was noted the hcp continued to interrogate the pump until recovery occurred. The motor stall was resolved. The patient's weight was provided. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.